Event description:
It was reported that upon a six month follow-up angiogram post deployment of a flow diverter, the device was completely occluded. The patient is asymptomatic and the vessel is backfilling from collaterals with complete obliteration of aneurysm. The patient is neurologically intact. No intervention will be performed. The patient initially presented with a m3 dissecting aneurysm.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and is therefore not available for return to the manufacturer for analysis. Two radiographic images were provided. Both are extremely coned-down dsas centered over the peripheral mca circulation. One shows a wide fusiform (described as mycotic in the report) m3 aneurysm (side and date not labeled on either image). The second image (presumably a follow-up) shows that the aneurysm and a short segment of the parent artery are occluded. It is likely that the small vessel diameter (1.27 and 1.7 mm) and the mycotic/infectious nature of the aneurysm contributed to the fred occlusion. The instructions for use (IFU) identifies stenosis of stented segment as a potential complication associated with the use of the device.